Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold check. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: during a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered the unit failed the drive manifold checks, to fix the issue the fse replaced the drive manifold assembly and pressure transducer. The unit passed the pm and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Manufacturer narrative:
The suspected faulty parts was returned to getinge. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.